Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation/ expulsion of left coil') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. 12542477,a20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thromboembolic event, vaginal discharge, stress urinary incontinence, asthma, thrombosis, pre-menstrual tension syndrome, pulmonary embolism, bronchitis, anxiety, insomnia, recurrent uti, endometriosis and vaginal prolapse. Previously administered products included for an unreported indication: iron. Concurrent conditions included premenstrual syndrome, vaginal odor, low grade squamous intraepithelial lesion, spotting between menses, hot flashes, cramp in lower abdomen, rash, weight gain, joint pain, lymphadenopathy cervical, red blotches, depression, vaginal itching, vaginal burning sensation, vaginal swelling, frequency urinary, vulval lesion, vulvovaginal pain, cold sores, fever blister, diarrhea, micturition urgency, mood altered, genital blister, cough, upper respiratory infection, sinus infection, sore throat, tooth pain, general body pain, neck discomfort, painful urination, bladder infection, abdominal pain, back pain, nausea, decreased appetite, gastrointestinal sounds abnormal, degeneration of lumbar or lumbosacral intervertebral disc, ear infection, sinus congestion, jaw pain, dizzy spells, ear pain, seasonal allergy, hearing loss unilateral, paroxysmal nocturnal dyspnea, low grade fever, throat swelling, throat swelling, panic attacks, menorrhagia, frustration and cervical dysplasia. The patient also had a family history of panic attacks. Concomitant products included antibiotics, azithromycin (azo), chondroitin sulfate;collagen (integra), dextromethorphan hydrobromide;guaifenesin;paracetamol;pseudoephedrine hydrochloride (dayquil), escitalopram oxalate (lexapro), fexofenadine hydrochloride (allegra), fluconazole (diflucan), ibuprofen, lorazepam, pseudoephedrine hydrochloride, sulfamethoxazole;trimethoprim (bactrim) and valaciclovir hydrochloride (valtrex). On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea,"), device extrusion ("extrusion"), infection ("infection,"), urinary tract disorder ("urinary problems"), pelvic pain ("pain/pelvic pain"), dyspareunia ("dyspareunia,"), abdominal distension ("abdominal bloating"), tooth disorder ("dental issues"), headache ("headaches,") and fatigue ("chronic fatigue"). The patient was treated with amoxicillin, azithromycin, cetirizine hydrochloride (zyrtec), fluoxetine and surgery (robotic total hysterectomy, bilateral salpingectomy, cystoscopy uterosacral vault suspension). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, device extrusion, infection, urinary tract disorder, pelvic pain, dyspareunia, abdominal distension, tooth disorder, headache and fatigue outcome was unknown. The reporter considered abdominal distension, device extrusion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, pelvic pain, tooth disorder, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2012, (B)(6)2012 insertion details-: date of insertion (B)(6)2012 - the number of expanded coils on the right side that appeared trailing into the uterine cavity was 2.the number of expanded coils on the left side that appeared trailing into the uterine cavity was 11. Date of insertion (B)(6)2012 - the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2017: conclusion: no acute intra-abdominal findings. No free fluid or free gas. No masses or adenopathy.. Hysterosalpingogram - on (B)(6)2013: impression: 1. Status post bilateral essure tubal occlusion. 2. Devices are in satisfactory position and there is no evidence of tubal patency. Lot number: 12542477 manufacturing date: 2012/08 expiration date: 2014/08. Lot number: a20061 manufacturing date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non- conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation / expulsion of left coil') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. 12542477, a20061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thromboembolic event, vaginal discharge, stress urinary incontinence, asthma, clot blood, pre-menstrual tension syndrome, pulmonary embolism, bronchitis, anxiety, insomnia, recurrent uti, endometriosis and vaginal prolapse. Previously administered products included for an unreported indication: iron. Concurrent conditions included premenstrual syndrome, vaginal odor, low grade squamous intraepithelial lesion, vaginal bleeding, hot flashes, cramp in lower abdomen, rash, weight gain, joint pain, swollen lymph nodes, red blotches, depression, vaginal itching, vaginal burning sensation, vaginal swelling, frequency urinary, vulval lesion, vulvovaginal pain, cold sores, fever blister, diarrhea, micturition urgency, mood altered, genital blister, cough, upper respiratory infection, sinus infection, sore throat, tooth pain, general body pain, neck discomfort, painful urination, bladder infection, abdominal pain, back pain, nausea, decreased appetite, gastrointestinal sounds abnormal, degenerative disc disease, ear infection, sinus congestion, jaw pain, dizzy spells, ear pain, seasonal allergy, hearing loss unilateral, paroxysmal nocturnal dyspnea, low grade fever, throat swelling, throat swelling, panic attacks, menorrhagia, frustration and cervical dysplasia. The patient also had a family history of panic attacks. Concomitant products included antibiotics, azithromycin (azo), chondroitin sulfate; collagen (integra), dextromethorphan hydrobromide; guaifenesin;paracetamol; pseudoephedrine hydrochloride (dayquil), escitalopram oxalate (lexapro), fexofenadine hydrochloride (allegra), fluconazole (diflucan), ibuprofen, lorazepam, pseudoephedrine hydrochloride, sulfamethoxazole; trimethoprim (bactrim) and valaciclovir hydrochloride (valtrex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea,"), device extrusion ("extrusion"), infection ("infection,"), urinary tract disorder ("urinary problems"), pelvic pain ("pain / pelvic pain"), dyspareunia ("dyspareunia,"), abdominal distension ("abdominal bloating"), tooth disorder ("dental issues"), headache ("headaches,") and fatigue ("chronic fatigue"). The patient was treated with amoxicillin, azithromycin, cetirizine hydrochloride (zyrtec), fluoxetine and surgery (robotic total hysterectomy, bilateral salpingectomy, cystoscopy uterosacral vault suspension). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, device extrusion, infection, urinary tract disorder, pelvic pain, dyspareunia, abdominal distension, tooth disorder, headache and fatigue outcome was unknown. The reporter considered abdominal distension, device extrusion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, pelvic pain, tooth disorder, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012. Insertion details - date of insertion (B)(6) 2012 - the number of expanded coils on the right side that appeared trailing into the uterine cavity was 2. The number of expanded coils on the left side that appeared trailing into the uterine cavity was 11. Date of insertion (B)(6) 2012 - the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: conclusion: no acute intra-abdominal findings. No free fluid or free gas. No masses or adenopathy. Hysterosalpingogram - on (B)(6) 2013: impression: status post bilateral essure tubal occlusion. Devices are in satisfactory position and there is no evidence of tubal patency. Lot number -12542477- expiration date- 19 nov 2012. Lot number -a20061- expiration date- 01 oct 2012. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non- conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.